Event description:
Technician alleged that both the brake and brake steer caster ratchet when engaged in brake mode. No injury reported.

Manufacturer narrative:
Technician stated that the issue was caused by normal wear and tear. The technician replaced both brake casters to resolve the issue.